Manufacturer narrative:
D4: primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported from literature review that patient's pacemaker was in backup mode due to electromagnetic interference (emi). Muscle stimulation was also noted. The patient experienced dyspnea and fatigue. The pacemaker was able to reset to normal setting by programming intervention. The patient status was unknown.